Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq3143 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (refq3143) have been reported from the same facility in (B)(6).

Event description:
It was reported that winged infusion set with injection site found that leaking IV fluid. No other information was provided. It was reported this occurred with three devices. This report addresses the third device.